Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultraeasy meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2012. The patient reported blood glucose results of "300 mg/dl and 268 mg/dl" and "288 mg/dl, 318 mg/dl and 284 mg/dl" with the subject meter, performed within 20 minutes of each other, respectively. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of (B)(4). The patient manages her diabetes with insulin (type/ amount not specified). The patient denied making changes to her usual dose of medications. Since the start of the alleged issue, the patient claims she has fainted and loss consciousness on a couple occasions. The patient alleged she is not aware when she gets "hypo" because she just regains consciousness as someone is assisting her from the floor. The patient also reported another instance when she felt low blood glucose symptoms of sweating and tired as she walked down the street. At that time, the patient ate food and/ or drank a beverage as treatment. The patient denied testing with another device. The patient reportedly has not visited her physician's office since (B)(6) 2012, nor visited a hospital since the start of her reported symptoms. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.